Event description:
Title: xxxxx. Event desc: vapotherm settings were ordered for 3lpm, 21% fio2 for the pt after extubation. The oxygen blender device has a primary outlet as well as a medical air and oxygen outlet. The cables were meant to be attached to the oxygen and medical air outlets. A cable was attached to the primary outlet which delivered 100% oxygen to the pt by forcing the oxygen "upstream" from the primary outlet to the auxiliary outlet which is located on the side of the blender.

Manufacturer narrative:
We consider this to be a case of unique and improbable misuse - these blender devices have been marketed for 15 years and no one has done this before. Regarding the o2 input and output fittings, one is a left-hand thread and the other is a right-hand thread. The same convention as all other blender mfrs (e.g., bird).